Event description:
Baxter (B)(6) reported 13 incidents of broken fibers with use of ca170 dialyzers. The incidents occurred at the onset of pt treatments. No pt injury or med intervention was reported to be associated with this incident.